Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on 13mar2020 and an investigation was conducted on 18mar2020. A visual inspection was conducted. Signs of clinical use was observed. Charred tissue and blood was observed on the heater wire. Specks of blood was observed on the harvesting handle. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away and twisted from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, while sealing and cutting branches with hemopro ii cutting wire/surface of jaw separated from device. Nothing fell off into leg requiring retrieval. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, while sealing and cutting branches with hemopro ii cutting wire/surface of jaw separated from device. Nothing fell off into leg requiring retrieval. A replacement device was used to complete the procedure. The hospital did not report any patient effects.